Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of- range pace impedance measurements greater than 3,000 ohms and rv lead fracture suspected. Noise was observed with isometrics. In order to reduce the risk of inappropriate therapy due to oversensed noise, device settings were changed from 2 therapy zones to one. This rv lead remains in service; however, lead revision may be considered in the next month or two. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).